Event description:
The customer stated, she was hospitalized on five different occasions due to diabetic ketoacidosis. The blood glucose reading for one of the hospitalizations was 1350 mg/dl. The customer stated she was vomiting and had diarrhea prior to the hospitalization. Troubleshooting was not performed as the insulin pump had no power during the call.

Manufacturer narrative:
The insulin pump alarmed, no delivery outside of specified range on the occlusion test due to a faulty force sensor resistor.